Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported a mismatch of sleeve and phaco needle, which led to a complication and the need for conversion to vitrectomy surgery. The prolonged surgery and prolonged recovery with multiple post operative visits and treatment. Increase in the duration of the surgery: 0-15 mins.

Manufacturer narrative:
Product not available for return and no lot number reported. No response to multiple requests for additional information for investigation. Unable to investigate further for root cause. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is closed.

Manufacturer narrative:
B5 additional information on required intervention was reported.

Event description:
Additional information: the patient required a pars plana vitrectomy to recover retained lens matter. An alternative lens implanted other than the one which was planned, and which had to be placed in the sulcus. There were issues with mismatched sleeves, incisions and needles at the time. Things seem to be better in the last couple of lists.